Event description:
It was reported that the insulin pump delivered more insulin than the nurse programmed. Troubleshooting was performed, and the displacement and manual prime test passed. It was mentioned that the device also alarmed motor error once during the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.